Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6) it was reported that on (B)(6) 2023, a 28mm rigid saddle ring was successfully implanted. After the procedure, the patient had an onset of brady-asystole treated with temporary pacemaker. The patient needed the temporary pacemaker in the intensive care unit (on (B)(6) 2023). It is unknown if a permanent pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of asystole was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Arrhythmia is a potential side effect of the procedure per the rigid saddle ring instructions for use.